Event description:
An international customer reported two health care workers (hcw's) experienced potential respiratory symptoms after exposure to the vapor/fumes from cidex opa solution while manually processing their endoscopes. It was reported that hcw #1 needed a nebulizer treatment. Advanced sterilization products (asp) has made four attempts to request additional information regarding this event, including clinical details of the human reaction, but asp has received nothing further to date. It is unknown if a serious injury occurred; however asp has decided to report this event out of an abundance of caution. Asp will continue to follow-up for further information. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00559 and 2084725-2016-00560.

Manufacturer narrative:
The new information reports the event happened right after this (B)(6) female hcw was manually soaking instruments with cidex® opa and was exposed to the solution. She was wearing a shield mask, full length sleeve gown, and double gloves. It was noted air exchanges in the room had not been measured. The hcw experienced coughing, shortness of breath, wheezing, and chest tightness. It was reported a nebulizer was given ¿stat¿, and her symptoms of shortness of breath and wheezing lasted five minutes and resolved. She took two days of medical leave, and returned back to work in the same department, and continues to work around cidex opa. She is reported to be ¿healthy¿. Lastly, it was noted this hcw has a past medical history of asthma. If the hcw had acquired occupational asthma (a permanent condition) from working with cidex opa, she would not have been able to return to work as a ¿healthy¿ worker without any continuing symptoms. In the (B)(6) published in may 2015 (1), the authors reported to their knowledge, the first case of occupational asthma induced by exposure to cidex opa. In this publication, a female hcw developed symptoms of dyspnea, wheezing, conjunctival redness and low peak expiratory flow, after three weeks of exposure to cidex opa. Her symptoms subsided during the evening and disappeared on weekends. She was promptly removed from work and treated with inhaled corticosteroids and short-acting 2-agonists. The hcw pulmonary function normalized, however she had persistent non-allergenic airway responsiveness. The hcw ¿could not return to work because of rapidly disabling symptoms¿. Regarding this complaint, from a clinical perspective, the symptoms and timelines reported for this hcw are consistent with a person who suffers from intermittent asthma (as reported in her past medical history) which recovers with the standard treatment of a nebulizer (five minutes in this case). This report is not consistent with occupational asthma. Based on the new information received, this complaint is deemed not reportable. There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. During this event, the hcw experienced respiratory symptoms which lasted five minutes and resolved after using a nebulizer. It was also reported she has a pre-existing medical condition of asthma. She returned to work after two days and continues to work in the same department around cidex opa, and is reported to be healthy. Reference (1): occup environ med. 2015 may;72(5):381. Doi: 10.1136/oemed-2015-102847. Epub 2015 mar 16. Occupational asthma after exposure to ortho-phthalaldehyde (opa). Robitaille c, boulet lp.